Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon experienced bleeding at the staple line after firing the gun. The bleeding was cauterized and the case was completed.